Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the electrode separated from the ceramic but still attached to the active rod. In addition the upper jaw detached and returned. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Due to the device returned condition no functional testing could be performed. However, it is possible that once the electrode got separated from the lower jaw an alert screen could be displayed. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that while dissecting the omental loop, the gen11 show jaw alignment out and he cannot continue his surgery by using the (B)(4). No patient consequence.